Event description:
According to the reporter, a capsule failed to attach. There was no harm caused to the patient due to the alleged device malfunction. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the bravo procedure and the esophagus appeared to be normal. The vacuum source and the vacuum pressure before procedure was 600 mmhg.